Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73b1900053 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that clips were not loaded into the jaws of applier properly. Therefore, a new unit was used instead.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and a clip partially loaded incorrectly. The sample was received with 4 loose clips: 2 were returned closed, 1 was open and intact, 1 had a broken hook. The sample appears used as there is biological material present on the device. First, the partially loaded clip was manually removed and the trigger cycle was completed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was able to properly load into the jaws of the device and was successfully attached to over-stressed surgical tubing. This was repeated with the next 3 clips. On the fifth attempt, however, a dry fire occurred. The sample was disassembled to inspect the internal components. Upon disassembly, no further damages were observed. The dry fire and the broken clip are both indications that the clips were out of position and stacking on one another in the channel. The clip stacking could prevent the clips from properly loading into the jaws and cause clips to break in the channel. The sample was received with 6 clips remaining, including the partially loaded clip, indicating that 9 clips were fired by the end user, including the 4 loose clips that were returned with the device. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips not loading properly" was confirmed based upon the sample received. One device was returned. The sample was received with 6 clips remaining, including the partially loaded clip, indicating that 9 clips were fired by the end user, including the 4 loose clips that were returned with the device. Upon functional inspection, the first four clips were able to fire properly. However, the fifth attempt resulted in a dry fire. The dry fire and the broken clip that was returned are both indications that the clips were out of position and stacking on one another which prevented the clips from loading properly into the jaws of the device and can cause clips to break in the channel. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Event description:
It was reported that clips were not loaded into the jaws of applier properly. Therefore, a new unit was used instead.